Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit a generalized complaint that channel disconnect alarms are occurring on the picu [pediatric intensive care unit] was made. Channel disconnect alarms happened, ¿even when [the device] is not disconnected.¿ no specific scenarios could be recalled. Sometimes the clinician would re-attach the module to the other side of the alaris device and it would work. No patient harm. No tubing or devices were sequestered.